Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. After insertion, the area was bleeding for over an hour. The patient called her son and she was taken to the emergency room. The nurse puts pressure on the insertion site and also asked her to lay down and the bleeding subsided after an hour of applying pressure. They applied a dressing called tipstop compression dressing with additional medication. The patient was discharged the same day. It was reported that the patient was taking blood thinner (clopidogrel) as daily medication. At the time of the report the patient was feeling fine. No additional patient or event information is available.